Manufacturer narrative:
Device received with a constant battery failed alarm, problem isolated to the electrical board. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to constant battery failed alarm. No damage on the battery tube assembly noted. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer 's mother was reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 600 mg/dl. The customer was assisted with troubleshooting. Customer reported that the insulin pump was not working and received failed battery alarm. The battery contacts are not missing, damaged, or corroded. The battery compartment or spring was damage or corroded. The insulin pump will be returned for analysis.